Manufacturer narrative:
The reported event was confirmed via email correspondence with the sales rep. The returned devices were inspected. Indentations that would show evidence of contact with a rod were very light and was only found on one side of the blocker implying inadequate tightening of the blocker during the implantation. Device history review was performed - no manufacturing related issues were found. The surgical technique states that prior to final tightening, it is to ensure that the rod is horizontally placed into the screw head, the rod is not high in the screw head and an acute convex or concave bend is not contoured into the rod. The surgical technique also suggests to line up the two arrows on the torque wrench to achieve the best possible torque of 12nm for final tightening of the implants. The torque wrench must be used for final tightening of the construct. Conclusion: too little torque to blockers may cause construct loosening leading to a revision surgery. It was reported that the blockers were tightened to 12nm using final tightener. However, lack of proper indentations on the returned blocker indicates that the blocker was not adequately tightened, which is likely the factor that contributed to the early loosening of the blockers.

Event description:
It is reported that monosegmental, percutaneous stabilization performed on the cervical spine. After inspection, it was determined that the screw plug was torn out of the tulip. A revision surgery was performed.

Event description:
It is reported that monosegmental, percutaneous stabilization performed on the cervical spine. After inspection, it was determined that the screw plug was torn out of the tulip. A revision surgery was performed.

Manufacturer narrative:
Catalog# 48499999, es2 augmentable blocker.

Event description:
It is reported that monosegmental, percutaneous stabilization performed on the cervical spine. After inspection, it was determined that the screw plug was torn out of the tulip. A revision surgery was performed.

Event description:
It is reported that monosegmental, percutaneous stabilization performed on the cervical spine. After inspection, it was determined that the screw plug was torn out of the tulip. A revision surgery was performed.